Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the replacement procedure on (B)(6) 2021 , the implanted rv lead was connected to header, but no pacing output was observed. The physician attempted several times but the connector pin did not come out of the connector block. The physician loosened the setscrew counterclockwise and tried to insert the connector pin all the way to the end, allowing pacing. The atrial lead was able to connect without any problem.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the replacement procedure on (B)(6) 2021, the implanted rv lead was connected to header, but no pacing output was observed. The physician attempted several times but the connector pin did not come out of the connector block. The physician loosened the setscrew counterclockwise and tried to insert the connector pin all the way to the end, allowing pacing. The atrial lead was able to connect without any problem.